Event description:
It was reported that during an in-clinic follow up, the device could not be interrogated. Different programmers, changing patient rooms, and alternate wand positions were not able to resolve the issue. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.